Manufacturer narrative:
The customer reported that their central nurse's station (cns) boots a blank left screen, while the right screen did not boot into the application at all. No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) boots a blank left screen, while the right screen did not boot into the application at all.